Event description:
Patient's humerus was fractured while trialing.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the inspection records was not provided. Provided information states the product is not suspected of failing to meet specifications. Provided information also states the patient was in poor health and had very thin cortical walls. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.